Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers had a service wrench icon in the readiness display. During device evaluation, physio observed that the device had the charge-pak, attention and service wrench icons in the readiness display. The device could not be powered on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. During an internal inspection of the device, it was observed that the device had been dropped or had a large impact. The internal hybrid layer capacitor (hlc) batteries had broken loose from the analog pcb assembly. This caused that the hlc batteries could no longer provide energy to the device. A replacement device had been provided to the customer under warranty.